Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they went to emergency room and hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2020 with blood glucose of 890 mg/dl. The customer experienced symptoms such as nausea and vomiting, abdominal pain and difficulty breathing. The customer was treated with manual injection and insulin pump. The customer also stated that the they were treated with intravenous drip in intensive care unit. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer also stated that the insulin pump had insulin flow block alarm. The customer reported that the they did not allege insulin pump was under delivering. The customer did not have the insulin pump to troubleshoot for high blood glucose. The customer was wearing the insulin pump during the hospitalization. The customer stated that they were not using the auto mode feature. The insulin pump will not be returned for analysis.